Event description:
It was reported that an extra-thin dressing was used to protect the abdominal skin of an infant. Umbilical catheters were then fixed on top of the dressing. Sometime after application, the physician noted the dressing appeared swollen and with exudates. The dressing was removed at which time the physician discovered the skin under the dressing had sustained second-degree burns with necrotic tissue.

Manufacturer narrative:
Additional information was received on october 26, 2015. The product associated with lot # 3k02224 was manufactured according to specification. No previous investigations are available. After a thorough batch review, no discrepancies, non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info was received on 03/17/2015. Confirmation was received on the following info: the product was being used directly on the skin of the newborn, protecting the hemi-abdomen from the umbilical catheter. The product was in place for 7 days. Initially, the pt was evaluated by the plastic surgeon and wound clinic. Both determined treatment as the debridement of the necrotic tissue with amorphous hydrogel and the management of the wound with triticum vulgare extract, cream and gauze. Oral sacchrose was used as an analgesic drug. The infant was in-patient due to being premature. The initial diagnosis of the plastic surgeon and the wound clinic nurse was a second degree burn of superficial partial depth surrounding the fibrin tissue. The size of the area was 5cm in length, 5cm width and 0.5 cm depth. Upon further eval, it was determined that the injury was a result of prolonged contact with the umbilical catheter and therefore an improvement plan was initiated. An extra thin duoderm dressing was placed as a second skin since there is a colostomy close to the injured area. There were no add'l findings. Add'l info was also received on 03/24/2015 confirming the pt's weight as (B)(6). No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 04/06/2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Required intervention: based on the reported injuries, medical/surgical intervention would likely be required. Information regarding the type of medical/surgical intervention provided to the patient has been requested.